Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined, but based on the information received, it was consistent with device programming.

Event description:
It was reported that the device gave inappropriate high voltage therapy for non-ventricular arrhythmias. The device was reprogrammed in order to resolve the event and the patient's condition was stable.